Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a coronary artery bypass graft procedure. Upon incising the pericardium, the surgeon noted a small a mount of blood . A small tear of a coronary vein was subsequently noted, and repaired uneventfully. The intended operation was successfully completed as intended.